Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported at the facility, acecide (disinfectant) was replaced based on the number of days of use of acecide displayed on the front panel of oer-4, but the number of days used had not been updated, after continuing to use acecide, error code e99 occurred. In addition, the facility did not routinely perform concentration checks. The issue occurred during reprocessing. There was no patient involvement.